Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the operational speed of the device was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. Pre-dilation was attempted to be performed with a non bsc balloon catheter; however, the was unable to cross the lesion due to the severity of the calcification. Therefore a 1.50 mm rotablator rotalink plus was used to treat the target lesion. While advancing the rotalink plus over the rotawire, some resistance was noted. When rotation of the device was increased to 180,000 rpm, the speed became unstable; fluctuating and increasing above the desired operational speed. The physician used a 1.75 mm burr to continue the procedure. The exchanged device was stable when the rotational speed was increased to 200,000 rpm and the burr was slowly advanced. Ablation was completed after 3 times of attempts with the rotation speed decreased by 5,000 rpm. No patient complications were reported and the patients' status is good.